Manufacturer narrative:
The dentist reported an 81 years old patient had implant failure to osseointegrate, and experienced infection at the implant site and developed fistula. However, no harm caused to the patient. No patient's ethnicity and race were provided. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that failure to osseointegrate occurs in 2 to 10% of all cases and is considered an inherent risk in implant surgery. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate. The patient had infection prior to implant placement, and the site was grafted prior to implant placement and it became infected. Also, the patient was reported to have developed fistula, and was a user of bisphosphonate. After the implant was removed, the symptoms were relieved and the patient was doing fine.

Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b b1: product problem selected as it was omitted from the initial submission. Section d d5: operator of device updated as this information was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device results: the returned implant was visually inspected and verified to be inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp using radiographic template. No defects or abnormalities were observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors tothe lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.